Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer states that out of the box the device has a broken wheel spoke on it. The dealer states that their is no damage to the box at all. The dealer has no further information to provide.